Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old female patient female was implanted with an impella 5.5 as a bridge to ventricular assist device (vad). It was reported that distal end of the sterile sleeve became detached from the tuohy-borst. The patient was taken to the operation room and the catheter was cleaned with betadine and sterile sleeve wrapped with tegaderm. No patient harm was reported.

Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) has been completed. The device was not returned for investigation. Based on the clinical information provided, it was noted by clinical team that anti-contamination sleeve was detached from tuohy-borst lock at distal end. The root cause of the anti-contamination sleeve detachment cannot be determined.